Manufacturer narrative:
Additional information was requested regarding the device details; however, were not made available as of the date of this report. This report is submitted on march 2, 2018, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient experienced skin issues at the implant site and subsequently received treatment of steroid infiltrations.